Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty grasping, slda, and poor image resolution appear to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr), a restrictive septal leaflet, aortic prosthesis, and surgical tricuspid ring (disinserted) for a triclip procedure. Echocardiography was poor due to shadowing from an aortic prosthesis and the disinsertion of a surgical tricuspid ring. Grasping with the first clip was noted to be difficult due to the restrictive leaflet. Leaflet insertion assessment and perpendicularity to the line of coaptation were satisfactory in all views. After deployment, the clip detached from the septal leaflet. A second clip was implanted in the posterior and septal leaflets to stabilize the single leaflet device attachment (slda). The tr was reduced to grade 3+. There were no adverse patient sequelae.